Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of embolism and thrombosis are listed in the armada 18 instruction for use as known potential adverse events associated with the use of the device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that the patient underwent a procedure treating a target lesion in the 100% occluded left superficial femoral artery. Percutaneous transluminal angioplasty was performed, using the 4.0 x 120 mm armada 18 dilatation catheter; however, thrombus from the occlusion embolized to the peroneal artery. Thrombectomy was performed during the procedure. Medications were administered and the event resolved on the same date. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was discarded and is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.